Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure and while flushing the vizigo sheath prior to advancing it into the patient, the vizigo sheath was leaking from the hemostatic valve. The vizigo sheath was not replaced for the procedure. When the ablation catheter was advanced into the vizigo sheath, the vizigo sheath was no longer leaking from the hemostatic valve. The procedure continued. No adverse patient consequence was reported.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 60000573 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).